Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned within a shipping box; within a sealed plastic pouch; within an opened apollo catheter outer carton; within an opened apollo catheter inner pouch and within a plastic bag. Visual inspection/damage location details: no damages were found with the catheter hub. No bends, kinks, stretching, flattening, or according was found with the catheter body. The detachable tip was found to be detached from the catheter. The detached tip was not returned. No other anomalies were observed. Testing analysis: the ldpe overlap was measured to be 1.5mm which is within specification (specification: 1.0-2.5 mm). Conclusion: based on the device analysis and reported information, the customer¿s "tip premature detachment" report was confirmed. Possible causes of "tip premature detachment" include patient vessel tortuosity, distal tip damage, and ldpe overlap not within specification. The ldpe overlap was found within specification. The patient¿s vessel tortuosity was normal. "Ldpe overlap not within specification" and "patient vessel tortuosity" were ruled out as potential causes. The detached tip was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., damage) could not be assessed. Distal tip damage¿ could not be ruled out as a potential cause. The root cause for the tip detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the tip detached when navigating a middle cerebral artery branch. There was no resistance when the apollo was being advanced or retrieved. The apollo tip is embedded in the onyx cast. There are no future plans to recover the catheter tip at this time. The apollo tip is located in the middle cerebral artery branch. There was no calcification of the vessel. There was no failure or damage noted in any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the batch apollo 3.0 microcatheter detached prematurely in an attempt to catheterize a midos. There was tip premature detachment. There was no friction or difficulty during injection. The tip was embedded in the patient. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing embolization mav surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery was the right femoral artery with a mm of 6mm. Ancillary devices include a neuron max 80 sheath, syncro 0,10 guidewire.